Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the documentation, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. It should be noted that while this device is sold with an IFU, the instructions do not specifically speak to the reported failure mode. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported by a physician that the performer introducers (size 14fr) he uses, leak causing blood to run out along the wire. This has been occurring over the past two years. Other introducers (manufacturer(s) not specified) were used to reduce the blood loss. Estimated blood loss was not provided; however, no additional medical interventions were required and the patients' outcomes were described as "ok". Multiple events have been alleged without specific dates, event /patient details, or product/lot numbers provided. Therefore, two separate reports will be submitted. This report is to capture the initial report on 04apr2019. Please reference medwatch report (1820334-2019-00808) submitted to capture the additional reports for the leaking performer introducers.